Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. E1 initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilatation was performed with an emerge balloon catheter, a 2.75x20mm synergy ii drug-eluting stent (des) was advanced for treatment. However, the device was unable to cross the lesion and the stent mesh was disrupted. The device was removed from the patient's body. Another synergy ii des of the same size was used and successfully completed the procedure. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilatation was performed with an emerge balloon catheter, a 2.75x20mm synergy ii drug-eluting stent (des) was advanced for treatment. However, the device was unable to cross the lesion and the stent mesh was disrupted. The device was removed from the patient's body. Another synergy ii des of the same size was used and successfully completed the procedure. No patient complications nor injuries were reported and the patient's status was stable.